Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop . Absence of flow with cadd solis pump and reported clamping not detected was not confirmed or validated. A video was received to smiths healthcare manufacturing (shm) visually inspected per rev md01-003 rev. 102. Section 3.0.. No obstruction nor other workmanship defects were observed in the joins of the product. A kink was on the fast flow as is was received without blue clip. The device was then primed and no obstruction of flow as product priming functioned with no difficulty. Attention was then directed at the pfmea rmd-10001895 "cadd std. Administration sets pfmea." Rev. 101 in order to ensure that production line are complied with that. No problems with device prior to release as the flow stop passed all testing . No fault could be found or established.

Event description:
Investigation completed and summarized in h10.

Event description:
Information was received indicating that there was an issue with a smiths medical cadd administration set. It was reported that there was a total absence of flow at the moment a flush on a cadd solis pump sn (B)(4). The pump was well counted: it considered that the product was delivered (counting at the level of the bag). It was reported that in the administration set there was movement back and forth of a drop of water between the pump and the pocket which indicates a clamp at a specific area, but this was not detected by the pump. The customer stated: the administration set was not clamped, the cassette was inserted, the pocket was connected and the key was in the locked position on the right side. The administration set involved was tested with a another pump and the cadd solis pump sn (B)(4) was tested with another administration set; no issue was detected. A video was sent which demonstrated the count of the pump. There were no reported adverse events.